Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by stomach ache. The cause of the peritonitis was not reported. The patient presented to the emergency room with abdominal pain, was subsequently admitted to the hospital and diagnosed with peritonitis. Treatment was not reported. At the time of this report the patient was not recovered from the event. Pd therapy was ongoing. No additional information is available as the reporter declined follow up.